Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 6.5 months post placement of a 10mm x 60mm rx wallstent permalume stent in the mid common bile duct (cbd), it was noted that the stent had migrated to the distal cbd. The pt underwent a stent removal procedure at which time the stent was removed with balloon dilation and a rat tooth forceps. An unspecified stent was implanted to complete the procedure. It was noted that the pt's condition resolved with stent removal and placement of a second stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.